Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using the returned batteries. When powered on some of the led segments did not light up. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The measured values displayed were incomplete due to the missing led segments. Internal inspection showed the failed led segments had open circuits across nodes on the system circuit board which prevented the segments from powering on. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues related to this reported event.

Event description:
The customer reported the device is missing segment lines on the display. No patient impact or consequences were reported.